Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for hv lead impedance was noted. Review of the episodes revealed only one measurement above the upper limit. Isometric, pocket manipulation and monitoring the lead was suggested.

Manufacturer narrative:
Analysis was normal. No anomalies were found.